Event description:
Patient's only receiving 200 strips for every 30 days. Patient is having frequent episodes of hyperglycemia. Testing times increased so insulin can be adjusted with ascending to recorded bs numbers. High and lows of bs. Frequency and route used: 7-10 times daily.